Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report that they have had their device for little over a year and their doctor is telling them that the battery is low and that it will need to be replaced. Follow-up was unable to obtain any additional information. The device was removed and replaced. No patient complications have been reported as a result of this event.